Manufacturer narrative:
An additional lot # has been identified by a sample received by the customer. The following information has been updated: describe event or problem: it was reported that 7 bd vacutainer® safety-lok¿ blood collection sets with pre-attached holder experienced blood spatter/leakage. The following information was provided by the initial reporter: material no. 368653, batch no. 7341550. It was reported after insertion the blood back flowed and squirted back past the safety shield. Date of event unknown. No patient identifiers. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7341550, medical device expiration date: 2019-11-30, device manufacture date: 2018-01-09. Medical device lot #: 8107851, medical device expiration date: 2020-04-30, device manufacture date: 2018-05-15.

Event description:
It was reported that 7 bd vacutainer® safety-lok¿ blood collection sets with pre-attached holder experienced blood spatter/leakage. The following information was provided by the initial reporter: material no. 368653, batch no. 7341550. It was reported after insertion the blood back flowed and squirted back past the safety shield. Date of event unknown. No patient identifiers.

Event description:
It was reported that 7 bd vacutainer® safety-lok¿ blood collection sets with pre-attached holder experienced blood spatter/leakage. The following information was provided by the initial reporter: material no. 368653, batch no. 7341550. It was reported after insertion the blood back flowed and squirted back past the safety shield. Date of event unknown. No patient identifiers.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder experienced blood spatter/leakage. The following information was provided by the initial reporter: material no. 368653, batch no. 7341550. It was reported after insertion the blood back flowed and squirted back past the safety shield. Date of event unknown.